Event description:
On 2/1/2022, it was reported by a sales representative via email that an ar-8926t knotless tightrope syndesmosis repair implant mechanism would not lock or cinch down. This was discovered during an ankle fracture with a syndesmosis repair procedure on (B)(6) 2022. Additional information requested.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is not confirmed. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.